Event description:
Customer reported receiving a motor error alarm on the insulin pump and stated that he was unable to perform the rewind. He could not recall any significant events leading to this alarm and stated that the insulin pump had not been exposed to an MRI or strong magnetic field. The blood glucose reading was 280 mg/dl. Customer stated that he treated the high blood glucose with an insulin pen. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump alarmed motor error during the rewind due to corroded motor home switch. Insulin pump received with corroded battery tube and battery cap contact. Insulin pump received with cracked case at display window corners, minor scratches on lcd window, and missing end cap sticker.